Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported going to the emergency room for a total of 10 hours. Her blood glucose had reached 600mg/dl and the staff stated she was about to slip into a coma. She was diagnosed with hyperglycemia and borderline diabetic ketoacidosis. The patient experienced nausea and confusion. Treatment included an insulin IV and two bags of fluid. She was also intubated. Additionally, she was given zofran via IV. The pod was worn on the leg for between 4 and 24 hours. The patient had a follow up with her endocrinologist on (B)(6) 2017 and pdm settings changes were made to her basal, to receive more insulin at night.